Event description:
The operator of an advia 1800 instrument was performing routine work when the top cover of the analyzer fell down and came in contact with his head. The operator of the advia 1800 instrument did not require medical intervention, or require any medical treatment.

Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse determined the cover springs were not maintaining the top cover in the upright position. The cause of the top cover coming into contact with the operators head is due to a malfunction of the cover springs. The cse replaced the cover springs and counterweight and checked the top cover functionality. The instrument is performing according to specifications. No further evaluation of this device is required.